Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital. It was noted that the implantable cardioverter defibrillator exhibited loss of cardiac pacing on both right and left ventricles. It was found that the device was on backup vvi mode. The device was reprogrammed, the patient was stable.